Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilling is occurred. The following information was provided by the initial reporter: per customer, product is having fill issues. Product is overfilling. Customer states they are not pushing too hard and letting tube fill on its own but still overfilling.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilling is occurred. The following information was provided by the initial reporter: per customer, product is having fill issues. Product is overfilling. Customer states they are not pushing too hard and letting tube fill on its own but still overfilling.